Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the family room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 2/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer was transferred to me, and she is getting high blood results, since her daughter is a dr. She told me she knows this meter is not working correctly. She has had it for only 2 months and it was working fine the last lot of strips she is getting high blood results. The customer was upset so every time asking more questions was irritating her more and more until finally her husband came on the phone. She knows how to apply blood since her daughter is a dr. She took her meter to the dr. And her meter read at home 200 mg/dl and one hour later at the dr.'s office friend of family it read 129 mg/dl fasting. She only takes a fasting blood and exactly 2 hours after eating the supper meal.